Manufacturer narrative:
The insulin pump was received with cracked battery tube threads and a cracked reservoir tube. There was a compromised force sensor system alarm during the prime/compromised force sensor system test at 4 pounds due to a faulty force sensor resistor.note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that she was getting a compromised force sensor system alarm on the insulin pump. Customer stated that insulin was squirting out during the manual prime process. Customer stated that insulin continues to drip after the motor stops during the manual prime process. Customer stated that they are unable to exit the preparing to prime loop. Customer stated that the rewind message occurred after an alarm or alert. Customer stated that they are stuck in the rewind complete/bolus delivery loop. Customer's mother stated that the pump had a couple cracks on it and the drive support cap appears normal. It was explained that the possible cause of the alarm was during seating, the force sensor did not detect the reservoir. Customer was advised that the insulin pump will need to be replaced.